Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was tested; this showed the device cycled but the alarms would not activate. Examination showed the battery compartment was damaged. The evaluation determined the issue occurred due to user damage.

Manufacturer narrative:
Additional information was received from the customer that the unit would not power on during set up and was not being used on a patient.

Event description:
Information was received that a smiths medical pneupac ventipac ventilator would not turn on and has missing knobs. No adverse effects were reported.